Event description:
Pt reported they were watching tv last night when pump started alarming, screen turned red and had triangles and squiggly waves shown on screen. Pt reported there was no error or alarm message. Pt tried to take batteries out, turning pump on/off and was unable to resolve it. Pt was able to switch over to back up pump with no interruption of therapy. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv (pap) - 26ng/kg/min. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Unknown; did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes - if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.